Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent failed to deploy "as per cc form": common bile duct was cannulated and wire guide was in place. However, after placing the stent into position it failed to deploy due to the mechanism being too stiff to advance the stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence at what stage of the procedure did the complaint occur? At point of deployment what was the position of the elevator? N/a, open, closed open details of the wire guide used (diameter, type, make)? Acrobat awg2-35-205. Did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no yes. Please advise the anatomical location of the intended target site. Common bile duct did the patient require any additional procedures as a result of this event? N/a, yes, no but second stent was used and was successful. What intervention (if any) was required? See above was the secondary intervention performed during the same procedure as the device failure or was it scheduled same procedure same day for another day? N/a, same procedure, another day were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) None was the yellow marker kept in view during deployment? N/a, yes, no yes, they have used the device hundreds of times are images of the device or procedure available? N/a, yes, no was the product inspected for kinks or damage before use? N/a, yes, no none observed was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) Yes after initiating deployment. Was dilation performed before stent placement? No.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 03-jul-2025. Nvestigation - evaluation. Device evaluation. The evo-10-11-8-b device of lot number c2260027 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 20th may 2025. Refer to the product return object ((B)(4)) examination of returned device field for lab attendance and lab evaluation notes. On evaluation of the device, the following was observed: visual inspection: safety tab returned in place. Directional button in neutral position. Red shuttle before the ponr. Functional inspection: handle actuating fine for deployment and recapture. Safety wire removed with no issue. Handle opened to internally inspect device. Sheath tube separated from shuttle cap, all other components intact. Stent unable to be deployed due to sheath tube separated from shuttle cap. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually insect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined.a possible root cause could be attributed to difficult patient anatomy / a tight stricture. From the additional questions it is known that the stricture was not dilated before stent placement and resistance was also felt when passing the device through the stricture. It is possible that a tight stricture may have caused resistance to be felt by user which necessitated the need for a high deployment force to be used in an attempt to deploy the stent. This force led to the sheath tube separating from the shuttle cap as observed in the lab evaluation. As a result of this, the stent could not be deployed. Confirmation of complaint: complaint is confirmed based on visual and functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction. Complaints of this nature will continue to be monitored for similar events. Summary of investigation. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 03-jul-2025.